Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient stated they had difficulty standing, severe nausea, and dehydration while the cgm was reading 8.7 mmol/l. They checked their bg with a finger stick and dthe and the blood glucose reading was 28.0 mmol/l. Based on the bg value, the patient self-treated with over 12 units of insulin. The patient´s girlfriend took him to urgent carae where he was treated with another 12 units of IV insulin and anti-nausea medication. Due to the severity of symptoms, the patient was transferred to the emergency room at the hospital. They did blood work and performed scans. The patient was diagnosed with early diabetic keto-acidosis resulting from the failure of the dexcom system to accurately monitor his blood glucose levels for 4 days. The patient recovered and was discharged. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.